Manufacturer narrative:
Pending completion of device analysis, review of device history record, and follow up information. Internal complaint number: (B)(4).

Event description:
Information was received that confirmed a pump replacement due to flow issues. It was reported that the patient had several volume discrepancies observed over time during refill appointments and reservoir volume checks. The patient had reported withdrawal issues and lack of pain relief. The physician attempted to perform a dye study but was unable to withdraw any fluids from the cap. During the surgery, the physician removed the catheter from the pump and connected a syringe to the catheter. They were easily able to aspirate fluids. As a result of this, the pump was replaced.

Event description:
Additional communication confirmed details related to the alleged underinfusion volume discrepancies. For the first alleged underinfusion, the expected volume was 4.073ml and the actual aspirated volume was 15.5ml. A week later, another underinfusion was alleged with the expected volume being 17.567ml and the actual aspirated volume was 19ml. For the third underinfusion, the expected volume was 14.804ml and the actual aspirated volume was 19ml. Approximately a week later, a dye study was performed and the physician was unable to inject any dye through the port. During replacement surgery, csf flow was confirmed from the old catheter and the pump was replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).